Event description:
It was reported that the pump of this artificial urinary sphincter (aus) returned without initial reporter and any performance allegation. Upon analysis of the retuned component, it was noted that the pump had a suture piece obstructing the inflow valve. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The pump was visually inspected, leak and functionally tested. Visual examination revealed that the pump had a suture piece obstructing in the inflow valve. The pump passed the leakage test. The pump was not able to functionally test due to a suture piece obstructing the inflow valve. Based on the information available and analysis results, cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the pump of this artificial urinary sphincter (aus) returned without initial reporter and any performance allegation. Upon analysis of the retuned component, it was noted that the pump had a suture piece obstructing the inflow valve. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The pump was visually inspected, leak and functionally tested. Visual examination revealed that the pump had a suture piece obstructing in the inflow valve. The pump passed the leakage test. The pump was not able to functionally test due to a suture piece obstructing the inflow valve. The foreign material matter was sent for further testing and was confirmed the suture piece obstruction caused mechanical issue of the return control pump. Based on the information available and analysis results, cause traced to component failure was assigned to this investigation.